Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that was dispatched to evaluate the issue was unable to duplicate the reported issue, and nothing was identified in the diagnostic logs. The unit was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) touch panel was not working. It is unknown under which circumstances this event occurred; however, there was no patient involvement, thus no adverse event was reported. .

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: b5, h6 (patient code).

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) touch panel was not working. There was no patient involvement, and no adverse event reported. .